Event description:
Fill volume: 400 ml. Flow rate: unk. Procedure: right foot surgery. Cathplace: continuous femoral nerve block. (Please refer to 2026095-2014-00147/(B)(4), 2026095-2014-00148). Report 3 of 3. On an unreported date, the patient received a continuous femoral nerve block following right foot surgery as an outpatient. The patient was sent home with the on-q combo pain pump filled with ropivacaine 0.2%. On post-op day 1, the pump appeared empty. On post-op day 2, the block seemed to be diminishing (less numbness). On post-op day 3, the catheter was removed since the pump had been empty since post-op day 1. At that time, the patient complained of numbness in right knee, above toes, in calf of leg, and the ball of the foot. The physician referred the patient to the pain nurse and neurologist for follow-up. Patient outcome was unk. The neurologist was unable to do anything at this time, because the patient was still wearing a cast. Medical intervention was not reported.

Manufacturer narrative:
The device was reported not to be returning. A review of the device history records was conducted for the lot number reported. The device met mfg specifications at release. As no device was available for an eval and no methods were performed, results cannot be obtained. A review of the complaint data base was conducted, and this is the first incident reported for this lot number. The device was not returned to I-flow for eval; therefore, we are unable to determine a cause for the reported event. If additional info is received, I-flow will submit a follow-up report. A technical bulletin will be sent to the customer along with the closure letter. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.